Event description:
It was further reported that in (B)(6) 2013, the subject was randomized into the evolve ii study and the index procedure was performed on the same day. Target lesion #1 was located in the proximal left anterior descending artery with 99% stenosis, a length of 15 mm, and a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 20 mm and a 2.25 x 8 mm study stents. Following post-dilatation the residual stenosis was 0%. The following day, the subject was discharged on dual antiplatelet medications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, baseline core lab angiography result revealed 40% side branch stenosis at 1st diagonal artery. Post procedure angiography revealed 100% 'branch percent stenosis' in 1st diagonal artery. Corelab comments notes distal edge of study stent overlaps with a previously placed stent.

Event description:
(B)(4). It was reported that post percutaneous coronary intervention, cardiac chest pain and closure of diagonal side branch occurred. The patient was randomized into the (B)(4) and the index procedure were performed on unspecified dates. The unspecified target lesion was treated with a 2.50x20mm study stent. In (B)(6) 2013, cardiac chest pain and closure of diagonal side branch occurred. The patient was treated with medications for cardiac chest pain. No action was taken for the other event.

Manufacturer narrative:
(B)(4).